Event description:
Per the clinic, the patient experienced skin irritation at the abutment site due to overcleaning. Subsequently, the patient was treated with two courses of antibiotics (date not reported).